Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician was unable to crush the stone and the tip did not detach as intended. The patient was transferred to another hospital to try and crush the stone with another device and remove both without surgery. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. It was later reported that the patient was transferred to another hospital via ambulance with the device wires taped to their cheek. The physician successfully removed the stone and basket from the patient using a sohendra device. Additionally, the patient's current condition was reported as being fine.

Event description:
Additional information: the facility indicated that the patient was transferred to another hospital via ambulance with the device wires taped to their cheek. The physician successfully removed the stone and basket from the patient using a sohendra device. Additionally, the patient's current condition was reported as being fine.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the physician was unable to crush the stone and the tip did not detach as intended. The patient was transferred to another hospital to try and crush the stone with another device and remove both without surgery. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
This is a response to a FDA request letter.(B)(4)

Manufacturer narrative:
Patient identifier and weight are unknown. (B) (4) (therapy/non-surgical treatment, additional), (tip won't detach). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
(B)(4)